Manufacturer narrative:
The investigation into the reported access site bleeding ¿ major has been completed since the original report was filed. No product was returned. The root cause of the access site bleeding was unable to be determined as limited clinical details an no product were returned for investigation.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient was in the or for a double valve surgery with underlying endocarditis. The complainant reported that a patient on impella support experienced coagulopathy and bleeding. Multiple units of blood were given. The pump remained on for support for 76 hours and was then explanted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.